Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H11: manufacture narrative: refractive surprise each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced refractive surprise an unplanned post op femto-lasik to correct rx: +0,25/-1,50x1 occurred and the lens remains implanted. The cause of event was reported as unknown. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
B5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced refractive surprise an unplanned post op femto-lasik to correct rx: +0,25/-1,50x1 occurred. The lens exchange for a same length lens and the problem resolved. The cause of event was reported as unknown. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. D10: injector model: msi-pf, lot # unk. Cartridge model: sfc-45, lot# unk. Foam tip plunger: ftp, lot# unk. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Manufacturer narrative:
Claim# (B)(4).